Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion" "user topped up 10ml of fentanyl to run at rate of 0.3ml/hr at 1140 hours. At 1615 hours, remaining volume was found to be 0.8ml. Screen of syringe pump displayed vtbi of 8.58ml and rate of 0.3ml/hr. Based on the history logs, no discrepancies detected. Patient condition not affected."

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not available. Only the history data was sent for investigation. The device history files were analyzed. A terumo 10ml syringe was inserted and the infusion started with a rate of 0,30 ml/h and a volume of 10ml at 11:46 am. The infusion stopped at 04:28 pm. At this time, 1,42 ml was infused. No other abnormalities were found in the device history. The complaint could not be confirmed. B.braun engineer checked that the pump were within specification.